Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had an infection of an open wound. It was noted that the patient had skin deterioration to where the skin at the midline incision had opened and where the leads could be seen. The physician did not believe that the infection was device or procedure related. The patient underwent an explant procedure.